Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Event description:
The complainant had a impella cp placed to support a patient with a known cardiac history. The pump was supporting successfully but after 8 days the pump had a purge leak noted. The sidearm was watched and troubleshooting measures discussed. The following day the pump was explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the purge issue has been completed. The impella cp was returned for evaluation. Upon visual inspection, no abnormalities were noted on pump. Pump was connected to console and returned purge cassette and purged for approximately 15 minutes. No leaks were observed on purge sidearm and pump was able to hold pressure with proper flow. Pump was run at p-9 for 3 minutes in attempt to reproduce purge leak. Clinical details noted that a leak was present on the purge reservoir but no changes to purge pressure and purge flow. The root cause of the purge leak - pump was most likely due to a use issue as the leak was not able to be reproduced in the lab. Added- h6 impact code 4627.